Manufacturer narrative:
The sheath, 4fc12 with lot number 0009989447, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked at 2.5 and 1.8 inches from the tip. The shaft tip was damaged. The kink could cause deflection or steerability or insertion difficulties. In conclusion, the sheath failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a successful cryo ablation procedure, the balloon catheter and sheath subsequently tested out of specification per the manufacturer's investigation.